Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "impingement-free range of movement, acetabular component cover and early clinical results comparing 'femur first' navigation and 'conventional' minimally invasive total hip arthroplasty" by t. Renkawitz, m. Weber, h-r. Springorum, e. Sendtner, m. Woerner, k. Ulm, t. Weber, and j. Grifka published by the bone & joint journal doi: 10.1302/0301-620x.97b7.34729 on 3 february 2015 was reviewed for mdv reportability. The purpose: "we undertook a randomised controlled trial (rct) to assess whether the use of the ¿minimally invasive¿ femur-first navigation method would lead to a potential increased rom, sufficient acetabular component coverage and improved clinical outcomes compared with results obtained with conventional ¿minimally invasive¿ tha." The data included a total of 160 thas implanted with "press-fit acetabular components, uncemented hydroxyapatite-coated femoral components (pinnacle acetabular component, corail femoral component" between dember 2011 and february 2013 with ages between 50 and 75 years. Table iii includes acetabular inclination ranges between 25.1 to 59.1 degrees and anteversion -4.1 to 40.8 degrees denoting mispositioned cups. Complications include: dislocation (1) received closed reduction & revision surgery, infection (1) with revision surgery (along with debridement, antiseptic lavage and change of liner/head), calcar fracture intraoperatively (1) treated with cerclage wire, partial sciatic nerve palsy that partially recovered within the following 12 months (1). Adverse events: surgical intervention, infection, femur fracture (intraoperatively), dislocation, nerve injury. Impacted products: depuy pinnacle liner, depuy pinnacle cup, unknown femoral head.